Event description:
On (B)(6) 2012 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 the patient obtained the error 1 error message on the reported meter; she was unable to obtain a blood glucose reading. At that time, the patient experienced no symptoms of high or low blood glucose levels. After the meter issue, the patient administered self-treatment by consuming food and/or a drink; she did not seek medical attention. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not suffer any symptoms or seek medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot number: not provided.

Manufacturer narrative:
(B)(4):the meter involved in this case failed testing. The meter was found to have a shorted capacitor c85. The c85 capacitor was replaced and the battery was able to be recharged and the meter worked properly. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.